Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: terumo etm the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that upon attempting to deploy the device following proper steps, the angio-seal device came completely out of the femoral artery when attempting to pull the device back. The physician looked at the device and said it appeared to be "empty" and there was no suture, plug, or footplate in it. Manual pressure was held immediately. No patient injury occurred. Groin run was done and looked acceptable. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the angio-seal was an endoleak embolization. A pre-deployment angiogram was performed and looked good. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device.